Event description:
It was reported when using the pyxis medstation es system a barcode scanner cord failed. The customer stated that the malfunction occurred while issuing medication and caused a slight delay in accessing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner cord failed. A field service engineer replaced the defective barcode scanner universal serial bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.